Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 5076-45 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient experienced a pounding sensation on the left side of their chest, which was caused by partial diaphragmatic pacing. The left ventricular (lv) lead was turned off; the lv lead remains implanted. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.